Event description:
It was reported that the electrogram showed what appeared to be atrial oversensing of the t-wave post ventricular pace. The right atrial (ra) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7120 st. Jude lead, implanted: (B)(6) 2011. (B)(4).